Manufacturer narrative:
Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated device diagnostic testing yielded high lead impedance. Review of x-rays by manufacturer indicated a lead break around the second rib. Patient underwent revision surgery, where the entire vns therapy system was replaced. The vns therapy lead and generator were returned to manufacturer. Product analysis is pending.